Event description:
Part of the suspension system detached and contacted the pt, resulting in a .5cm laceration on the pt's nose. Ice was applied. The procedure was completed with no adverse outcome anticipated.